Event description:
The patient reported that they experienced a "mild kick". Follow-up conducted revealed no further information. Any additional information received will be added to the event. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.